Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced abdominal stimulation. It was further reported that the right atrial (ra) lead exhibited a high impedance warning. The right atrial (ra) lead and left ventricular (lv) lead remain in use. No further patient complications have been reported as a result of this event.